Event description:
Same case as MDR ID 2134265-2014-05613. It was reported that during percutaneous coronary intervention (pci) procedure, a dissection and patient death occurred. The target lesion was located in a circumflex. A 1.25mm rotalink burr sheared off the tip of the 330cm rotawire floppy wire. A dissection of the circumflex artery occurred and the patient expired.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).